Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as 08/22/2019 but should have been 10/7/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. S&r evaluation: the customer reported the item failed in calibration during service and repair. The repair technician reported the socket wrench failed calibration test. Test failed is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: functional (out of calibration) visual inspection: socket wrench for veptr nut was received at us cq. Upon visual inspection at cq, it is observed that the device looks good without any physical damage. Dimensional inspection: dimensional inspection is not required as the allegation was against the calibration of the device. Functional inspection: functional test cannot be performed at cq. The device was inspected functionally at service center and found it is out of specifications. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The complaint is confirmed as the s&r evaluation confirms the calibration issue. A definitive root cause cannot be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.641.004, synthes lot # 9887049-12, supplier lot # 9887049-12, release to warehouse date: jan 07, 2016, supplier: (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received 08/22/2019, 18 sep 2019: service evaluation complete, item will be returned to customer. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during testing at service and repair, the socket wrench for veptr nut failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).